Event description:
It was reported that there has been multiple failures with the platform. These failures occurred during pt use. The procedure was stopped and manual compression was applied. There was no adverse pt sequela reported. No additional information is available regarding the failures. Customer would like the information pulled off the board to find out what caused the failures.

Manufacturer narrative:
Reported complaint of "there has been multiple failures" was not verified. User advisory 03 (error communicating with battery controller), user advisory 7 (discrepancy between load 1 and load 2 too large) and user advisory 44 (battery voltage too low during compression) had been logged in the archive file. User advisory 7 most likely occurred due to pt's weight having been shifted to one side of the platform. User advisory 3 is indicated if the battery is not properly inserted into the board, or is damaged. User advisory 44 is indicated when the battery power is low. Output voltage from both load cells were measured and found to be at the correct level, and with added weight, voltage output increased at the expected rate. Battery connector was also examined and found to be intact. Platform ran for 20 minutes using a partially charged battery and the large resuscitation test fixture, which is equal to a (B)(6) pt.